Manufacturer narrative:
Visual inspection revealed rust color under ring 3 proximal seal and electrode. Dried body fluid found on the handle, main shaft and distal end. Dried saline found on distal end and inside several irrigation ports. Electrical tests revealed while manipulating the shaft, continuity checks revealed no electrical opens or shorts, as checked manually using a multi-meter and breakout box. All electrodes, sensor and thermocouple resistances measured in spec and were typical. Functional inspection revealed the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device's lumen was leak tested using an isaac pressure decay test system set to 107 psi, and a touhy bourst seal for sealing the irrigation holes and mes. The lumen pressure decay was measured three times, with re-seating of the tb seal between each test. Pressure decay values were 0.1124, 0.0922 and 0.0874 psi, which were below the acceptable upper limit of 0.30 psi. X-ray found dried fluid debris inside the distal end between rings 2 and 3.

Event description:
Reportable based on device analysis completed on 09dec2019. It was reported that the distal dipole was completely noisy and the magnetic localization seemed to be impacted during a rhythmia case, when starting ablating with the aforementioned catheter, the distal dipole was completely noisy and the magnetic localization seemed to be impacted as the catheter appeared to be "dancing". A fluoro check proved that this dancing movement was not real. They changed the ablation catheter and the problem was solved. No adverse event for the patient. However, analysis revealed the sensor was electrically shorting due to fluid that entered the distal cavity through the ring 3 proximal seal and electrode.